Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room experiencing dizziness. Upon device interrogation, the right ventricular lead exhibited intermittent capture; a threshold test was performed and high capture thresholds were noted. No lead problems were visible via fluoroscopy. The lead was capped and replaced on (B)(6) 2018. The patient did not have any symptoms and was in stable condition post procedure.